Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed an elective replacement indicator (eri). There was a concern that the battery depleted earlier than expected. The charge time was 25.9 seconds with a monitoring voltage of 2.66v. The device will be explanted and returned for analysis. No adverse patient effects were reported. No additional information is available. If more information becomes available, the event will be reopened.

Event description:
--

Manufacturer narrative:
Subsequently the device was explanted and returned for analysis. Upon analysis this event will be updated and filed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, device memory was reviewed. We confirmed that the device declared eri after experiencing one consecutive charge times greater than the extended mid-life eri charge time limit of 23 seconds. To determine if the device¿s rate of battery depletion was normal, our technicians compared the observed rate of battery usage to the expected rate of battery usage. The results showed that the monitoring voltage was normal based on therapy use to date and programmed settings. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by charge times in excess of the 23 second extended eri charge time limit. The device and battery behavior match that of trended units that reach eri/eol prematurely due to a higher than expected cell impedance increase.